Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1906218, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1906218 were used for additional evaluation. The product was visually inspected, no defects or damage was noted, and no leak was identified.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "the nurse found that the hypo leaked when dispensing."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse found that the hypo leaked when dispensing."